Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 30. Details of surgery: implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.